Event description:
On 8/30/94 the dispenser took two ear impressions of this juvenile pt. During the examination he noticed that the pt had drainage tubes installed into both eardrums. Also noticed was that the boy had narrow cannals. The purpose of the visit was to take impressions for open molds for behind the ear instruments. Hal-hen medium sized otoblocks were installed. The impression material was injected and allowed to cure. When the impression material was removed it was noted that it had leaked around the otoblock and contacted the drainage tubes. The drainage tubes came out with the impressions. Follow-uo visit to ent doctor found both ears had not fully healed. More time is needed.